Event description:
The complainant alleged during a training exercise performed by facility staff, the device inappropriately displayed a "check patient" message after the first analysis was taken. The complainant also indicated that the analyze button and some of the other device switches were intermittent. The complainant indicated that there was no pt involvement in the reported malfunction.